Event description:
It was reported that the pt had no stimulation sensation, sharp pain down her leg when she urinated and a loss of therapeutic effect. The device had reportedly "gone down her perineal nerve" and was causing back pain as well. It was also reported that the lead had broken. The pt was redirected to their healthcare professional. Additional info was requested.

Manufacturer narrative:
(B)(4).